Manufacturer narrative:
Results: two used samples were received for evaluation, 1 from the reported lot # 4143959 and 1 from a different lot #4252717. A visual/microscopic analysis of both units revealed that the needles were partially retracted. The needles on both units were reassembled to the out position and no mechanical/physical damage was observed to the springs or needle hubs. However, on both units damage was observed on the grip near the connection to the barrel. A functional test was done on both units by depressing the safety activation button and the needles retracted only partially. It was observed that the damage to the grip inhibited full needle retraction. A review of the device history records revealed no irregularities during the manufacture of the reported lot # 4143959, nor for the second received sample, lot # 4252717. Additionally, for the lot # 4252717, the device expiration date is 09/30/2017 and the device manufacture date is 09/2014. Conclusion: it was determined that this incident may been caused by a misalignment during the manufacturing process. Manufacturing has been made aware of this incident and findings and a quality control process is in place to prevent future incidents. Customer complaint trends are evaluated on a monthly basis and if an upward trend were observed, resources to resolve any future similar incidents would be allocated at that time. (B)(4).

Event description:
It was reported that after placing a bd insyte autoguard bc IV catheter into a patient, the needle did not retract when the activation button was pushed. The nurse left the un-retracted needle on the patient's bed while gathering supplies and upon returning, obtained a needle stick injury. The nurse was evaluated by employee health, both the patient and the nurse had routine post exposure lab work, and the nurse received a tetanus shot.